Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a total abdominal hysterectomy procedure, the patient developed a vaginal discharge and passage of mucous substance in the vagina. They examined the patient and removed what appeared to the device extruding through vaginal vault. The device was the only foreign body left in the area.